Event description:
It was reported that during a laparoscopic sigmoid colectomy, the device did not work properly. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Device was not returned for evaluation. No product to be returned. Additional information: absolutely no issues other than it did not feel right when removing - good donuts - no consequence - no issues. [Surgeon's] only concern was the force required for removal and the white break-away washer was not lodged in its usual position on the stapler side. No issues/complaints etc. - all is good in her eyes and there is no product to be returned either. When speaking directly with [the surgeon], it was simply harder than usual to remove. Proximal/distal colonic rings/donuts were complete and in intact with no patient consequence. There was no issue other than the perception of more difficult to remove than normal. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.